Manufacturer narrative:
The intraocular lens (iol) was not returned to the manufacturing site as to date it remains implanted. The debris was returned and was analysed. The analysis by fourier transform infrared (ftir) spectroscopy of the foreign debris showed that the material is consist with cellulose. The source of the material cannot be determined as the device was handled. Manufacturing records were reviewed and the lens was manufactured and released according to specification. The search revealed that no other complaint was received for this production order number. The directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the cartridges and intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). There is no indication that the lens was explanted. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of an intraocular lens (iol) a fibrous debris was observed in the patient's eye. The surgeon removed the debris with a surgical instrument. No patient injury reported. No further information was provided.